Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
It was reported that while using night aligners, the patient had extreme jaw pain with the byte retainers as well as chipped 2 teeth on my bottom from my severe tongue tie, and gums in the back bottom are swollen and being eroded. The patient's dental provider advised to cease treatment because the patient was not a candidate, in physical therapy for temporomandibular joint (tmj). Also, the retainer broke.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.